Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the plastic of the battery cap fell apart and that she was unable to change the battery. She stated that the battery was running low. The battery cap became stripped when she tried to remove it. The blood glucose reading was 138 mg/dl. Customer treated with manual injections. Nothing further was reported.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, broken battery tube threads and a stripped battery cap coin slot.